Manufacturer narrative:
Software version: (B)(4).

Event description:
A review of the manufacturer's programming history database identified an instance of high impedance detected with system diagnostics. Impedance was previously okay on (B)(6) 2018. This high impedance was seen with 1.5 software,. Follow-up found that impedance was later okay when system diagnostics was identified with the motion tablet. It was determined that the cause of this false high impedance message was a software error on m3000 (B)(4) software; when system diagnostics were performed by the user with m3000 (B)(4) software on m102/102r generators (normal mode output current >0 ma), normal mode diagnostics would actually be performed instead. The execution of normal diagnostics instead of system diagnostics is not apparent to the user, and the returned dcdc code was being compared against system diagnostic thresholds. It was determined that m102/102r system diagnostics functioned as expected when the generator was interrogated with software other than m3000 (B)(4) and provided a true impedance value. No further relevant information has been received to date.